Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the "not recognizing a closed door" caused by a loose link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was would not recognize a closed door. It was also reported that there was no pt injury.